Manufacturer narrative:
Pump passed sleep current measurement, active current measurement and displacement test. Pump received this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running due to j6 connector resistance issue.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 176 mg/dl. Troubleshooting steps were provided for power error detected alarm. The customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Notification light stopped flashing immediately. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.